Manufacturer narrative:
Philips has investigated this complaint. According to the information collected issue occurred during planned treatment/non-emergency treatment and the procedure was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that machine was not switching on. Upon functional testing fse found issue with cmos battery. The fse replaced the cmos battery. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not switching on. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the cmos battery. After the battery was replaced, the system was returned to use in good working order.